Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg110105-01, 100miu/ml hcg urine control lot: hcg100513-01, 212.2iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention strips meet qc spec. Details as below: correct positive results were observed at 3 mins reading time when tested with 25miu/ml hcg urine control. (N=4). Correct positive results were observed at 3 mins reading time when tested with 100miu/ml hcg urine control. (N=3). Clearly positive results were observed at 3 mins reading time when tested with 212.2iu/ml hcg urine control. (N=3). Probable root cause: from the complaint info, it is stated that the pt did have an ectopic pregnancy last month and hcg quantitative result was a low value. In that case, due to the low hcg level, negative result or faint line result may be observed at 3 mins and then turn to positive after an extended time. Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.

Event description:
Caller reported a false negative hcg result from one pt. Pt at site for routine exam for birth control. Last menstrual period: unk. Fresh sample, but not first morning urine. Sample connected in late afternoon. Urine sample appeared clear, no blood. Data: 1st test: at 3 minutes resulted negative, at approximately 15 mins later resulted positive; 2nd test: at 3 mins resulted negative, at approximately 15 mins later resulted positive; 3rd test: at 3 mins resulted positive, at approximately 15 mins later resulted positive. Pt did have an ectopic pregnancy last month quantitative result: 34.7 miu/ml.